Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization to the internal carotid posterior communicating artery (icpc), a 2mm x 6cm galaxy g3 mini coil (glm920060, l14406) was confirmed before inserting it into an unspecified microcatheter (mc), but the coil did not come out from the sheath. Therefore, it was replaced with another same coil. The new coil was implanted to the target lesion without a problem. After that, the procedure was completed using a total of six galaxy g3 mini coils. Additional information received indicated that it was not necessary to remove the microcatheter. The continuous flush was maintained. The introducer was flushed until the liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. The visual analysis was performed on the photos received for this complaint. It can be determined that the embolic coil of the galaxy g3 mini 2mm x 6cm has a kinked condition, also it could be noted that the coil remain attached to the rh. No other damages could be noted. A manufacturing record evaluation (mre) was performed for the finished device l14406 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit galaxy g3 mini 2mm x 6cm was received inside of a pouch. The device was visually inspected, and it was found in good conditions, no damages or anomalies were observed on the device during the visual analysis. The device was inspected under a microscope and it was found that the embolic coil is stuck inside the introducer with a kinked condition. The functional test could not be performed since the embolic coil is stuck inside the introducer with a kinked condition. Cerenovus conducted a visual inspection and microscopic inspection. The functional test of the device could not be performed due to the conditions in which the device was returned for evaluation. During the visual analysis of the galaxy g3 mini 1mm x 3cm no damages or anomalies were observed. During the microscopic inspection it was observed the embolic coil stuck inside the introducer with a kinked condition. Due these conditions the functional test could not be performed and the customer complaint regarding ¿coil - impeded-in introducer¿ was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Impeded in introducer is a known potential issue associated with the use of the device. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following cautions: ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Refer to coil retrieval. The detachable coils are delicate and must be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system showing signs of damage. Failure to open the second rhv sufficiently prior to slow and careful removal of the delivery tube from the patient could result in damage to the distal portion of the delivery tube. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the visual analysis of the photos received of the device. The embolic coil was noted as being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Visual analysis was performed on the photos received. It can be determined that the embolic coil of the galaxy g3 mini 2mm x 6cm has a kinked condition, also it could be noted that the coil remain attached to the rh. No other damages could be noted. A manufacturing record evaluation (mre) was performed for the finished device l14406 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil- impeded-in introducer¿ was confirmed since the embolic coil could be noted kinked inside of the introducer and this condition may contribute to the impediment reported by the user. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization to the internal carotid posterior communicating artery (icpc), , a 2mm x 6cm galaxy g3 mini coil (glm920060, l14406) was confirmed before inserting it into an unspecified microcatheter (mc), but the coil did not come out from the sheath. Therefore, it was replaced with another same coil. The new coil was implanted to the target lesion without a problem. After that, the procedure was completed using a total of six galaxy g3 mini coils. Additional information received indicated that it was not necessary to remove the microcatheter. The continuous flush was maintained. The introducer was flushed until the liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. Based on the visual analysis performed on the product photos received, the embolic coil was noted as being kinked.